Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right atrial (ra) lead exhibited low pacing impedance and noise oversensing resulting in inappropriate mode switch. The ra lead was programmed odo and a new lead was placed on (B)(6) 2025. There were no patient consequences.